Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# va1aq3x. Implanted: (B)(6) 2016: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 16-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor it was reported that since a few weeks ago, they have been experiencing overstimulation and are in a lot of pain. The caller said that the patient called the healthcare provider's office and was told that they don't have the remote for the patient's external devices. When asked, the caller said that the last time the patient had the internal battery checked was unknown. Reviewed potential for implanted battery nearing low battery and redirected caller to contact managing physician's office to contact medtronic to request a medtronic representative come to their office to turn therapy off and to check device internal battery. Email was sent to field staff. The caller also mentioned that something has moved or shifted the leads. The patient was on a separate line and said that they noticed that something shifted several months ago, around (B)(6) 2025. The patient said they noticed the change little by little. The current managing physician. Reviewed response from the field that they contacted the clinic, and arrangements were made to see the patient tomorrow at 12:30.